Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to inject insulin from multiple syringes into the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.